Manufacturer narrative:
The review of the manufacturing history records of the batch 334199 confirm the non-conformity of the labels, with the presence of the reference "(B)(4)" corresponding to an score® patellar resurfacing implant cemented ø 33 mm on the internal label / patient label instead of the reference "(B)(4)" corresponding to an anatomic® fixed bearing insert size 4 thickness 10. The investigations rebeals that the origin of the incident is due to a computer malfunction during printing of the labels. This error has not been detected during inspection before release. CAPA (corrective action and preventive action) has been initiated in order to implement actions to avoid the reccurence. As a precautionary measure, amplitude is performing a field safety notice, an advisory notice is sent to the involved customers. The involved batch has not been distributed in us (no product on us market).

Event description:
It was detected that the reference on the traceability labels corresponds to a score® patellar resurfacing implant cemented ø 33 mm instead of an anatomic® fixed bearing insert size 4 thickness 10. The error was detected after the surgery, during the consultation of the patient record by the pharmacy. There was no related patient consequences.